Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) generator was faulting with error c-34. Prior to calling in to an intuitive surgical inc., (isi) technical support engineer (tse), the customer restarted the unit, replaced the cautery cable which cleared the issue for a while but then, it re-occurred. The customer was able to clear the error by rebooting the generator. The tse reviewed system logs and noted error c-34 pointing to high frequency (hf) low voltage. Tse asked customer if there was a source of magnetic interference close by as this error can be caused by other electrosurgical units. Customer said there were no such units nearby and the generator was confirmed to be connected to a dedicated ac outlet. Tse asked customer to disconnect the power cord from the generator, wait for a few minutes and then restart it. However, due to ongoing procedure, it was not possible to perform further troubleshooting at the time of the call. The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: as the error message occurred repeatedly during the operation, the valleylab emergency device was connected (force triad). The following operation was no longer performed in this room.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was reproducible. The fse replaced the integrated electrosurgical unit (iesu) generator to resolve the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and c-34 was observed on system logs. Upon visual inspection, the unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. As a safety precaution the unit was returned to the original equipment manufacturer (OEM) for further investigation. OEM investigations confirmed the claimed malfunction. Error c-34 was generated after boot-up. The unit was repaired by exchanging the malfunctioning high frequency (hf) generator. It was also discovered that the main input module was damaged and had to be replaced. The complaint was confirmed based on the field evaluation and failure analysis.